Event description:
It was reported that there was a split subglottic aspiration port on the tracheostomy tube, while the patient was administered a routine tracheostomy care for covid, with oxygen via hme. The split was noticed by the nursing stuff, and the patient tube had to be unexpectedly changed by a practice educator and tracheostomy specialist. There was unclear documentation regarding the insertion of the tube. It was the second occurrence split portex bluselect 7.5 subglottic aspiration port in the past week, at the same hospital.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae and h1 - type of reportable event: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.